Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Tandem technical support offered to replace the customers pump to maintain satisfaction, however, reportedly the customer stated the pump was operating as expected and declined replacement at this time. The customer will call back if the issues persist. There was no reported adverse impact to the customer's blood glucose level.